Manufacturer narrative:
Request was made to return the guidewire product in question for analysis, but it was not returned. Review of device history record for lot 82160116. There were no deviations from the documented manufacturing process, as indicated in the attached DHR review summary. Review of the past 2 years of complaint trend data for aquatrack identified 1 similar event failure mode reported in 2018 (product not returned for analysis), and 1 similar event failure mode reported in 2017 (product not returned for analysis), all for different lot numbers. There have been well over 300,000 individual aquatrack guidewires shipped in that same time period. Without return of the product, there is no way to assess root cause for the event that lead to this MDR, or the two other similar event failure mode reported since 2017. Three similar events descriptions, from over 300,000 guidewires shipped in that time, does not warrant any further actions beyond continued trending at this time. (B)(4).

Event description:
As reported by cardinal health customer complaint (B)(4): "rep was not present during the case. An aquatrack wire was used to access the right groin to left external iliac. The vessel was wide open and not occluded when the distal 12cm of the wire broke entirely off. There was no resistance when using the wire thus there was no explanation as to why the wire broke off. Wire used thru a traditional 6f sheath. The 12cm piece of wire was retrieved with a snare."